Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot, or sterile lot, referenced. The following devices were also listed in this report: triathlon cr fem comp #5 l-cem; cat# 5510f501 ; lot# cap9e triathlon prim tib baseplate - cemented; cat# 5520-b-400 ; lot# a9a7ta triathlon asymmetric x3 patella; cat# 5551-g-299; lot# 9pa6 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that a stage 1 revision was performed on patient's left knee due to infection (unknown if infection clinically confirmed or identified). All components were removed and a cement spacer placed.